Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot number rbbbllc0, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A photo upon which this medwatch is based has been received, however, the photo evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. When did the event occurred? Pre-op or intra-op? Procedure name and date? Device return status/follow up ?

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2021 and suture was used. During the procedure, it was noted illegible content information on original label. There were no adverse patient consequences reported. Additional information has been requested.

Manufacturer narrative:
(B)(4) date sent to the FDA: 7/7/2021 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6 additional h3 investigation summary: the product was not returned for evaluation. Visual analysis was performed for one picture received and it was observed one box of product code w9962 with printing smeared. The smeared or offset dispenser box print was observed during the visual assessment has been correlated to the manufacturing process defect as per process specification. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. Based on the information currently available, smeared dispenser box print was identified during the investigation of the picture received. Additional information was requested and the following was obtained: this product was identified in jnj vietnam 3pl - not yet deliver to customer. Issued product was in 3pl warehouse